Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a radio frequency pic failed self test alarm. Customer's blood glucose was 124 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No rf pic failed self-test alarm anomaly noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.